Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had an electrical fault error code 52. There was no harm reported.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had an electrical fault error code 52. There was no patient involved and no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) unable to duplicate reported failure. Verified fail code 52 in logs. As a precautionary measure, replaced front end pcb (0670-00-0668). Performed functional check and safety test, then returned unit to clinical service.